Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. An unknown amount of blood leaked from the analyzer onto the counter while running samples. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing gown, gloves, and goggles at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the leak from a broken bsv knob. The knob was replaced resolving the event. (B)(4).